Event description:
It was reported that the patient underwent a right knee aspiration.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for investigation results.